Event description:
Customer's father reported via phone call that customer received a spanish software anomaly. Caller was advised to monitor insulin pump. Customer's blood glucose was 50 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.